Manufacturer narrative:
(B)(4). Results: (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. The following day, a myocardial infarction (mi) occurred in a non target vessel. The investigator indicated that the reported event was unrelated to the study device.